Manufacturer narrative:
On 14 march 2016 it was prepared a final report with the information already submitted in the intial report. On the same date the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
On 30 dec 2015 the medical affairs made the following analysis, while checking the x-rays: the cementless cup mobilized few days after primary tha. The cup was implanted rather deep in the acetabulum and probably did not find sufficient stability at surgery, because mobilization took place very rapidly. There is no report of a traumatic event. As the primary stability of this cup is normally rather good, it may be suspected that the bone did not allow good press fit at implantation. There is no report of a malfunction of any instrument either, therefore I see no reason to suspect responsibility of this failure to be ascribed to devices used. Batch review performed on 14 january 2016: lot 121877: (B)(4) items manufactured and released on 16 october 2012. Expiration date: 2017-09-30. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not available.

Event description:
The patient came in with hip pain. The patient had loosening of the versafitcup cc trio cup. The cup, head and liner were revised. The surgery was completed successfully. The x-rays are available. The explants will not be returned.